Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the "foreign material in biopsy channel" malfunctions could not be identified. The event can be prevented, by following the instructions for use, which state: IFU states the detection method in gif/cf/pcf-190 series, operation manual, chapter 3: preparation and inspection. IFU states, the preventive measures in gif/cf/pcf-190 series, reprocessing manual, chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the evis exera iii colonovideoscope displayed foreign material exiting from the channel. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.